Event description:
It has been reported to philips that the system did not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system did not boot up. Upon troubleshooting fse found that single board computer (sbc) was defective. To resolve the issue, the fse replaced sbc. The defective component was returned to philips for analysis. The cause of the failure could not be conclusively determined by the supplier¿s analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.